Event description:
My name is (B)(6). On (B)(6) 2012, I received the essure birth control and I have had problems with it such as: pelvic pain, bad headaches, nausea, throwing up food, hot flashes, heavy bleeding, bloating, and thinning of the hair. It gets so bad that it will put me in the bed for 2-3 days at a time, I have called my son to my bedside and told him what family member to live with if something happens to me. This has been a nightmare!!